Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the buttons on the insulin pump were not responding. The customer¿s blood glucose level was unknown. The customer reported that the insulin pump¿s buttons were freezing for five to ten minutes a day. It was also reported that sensor readings disappeared and all that remains was the graph and buttons was not responding when pressed and the main menu did not come up when pushed the select menu. The customer performed self test and it passed. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.